Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed as it was ¿nonfunctioning¿. It was further reported that the patient may have received a high voltage therapy from the right ventricular (rv) lead due to oversensing or that an ineffective shock had been delivered. The lead was also removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments and analyzed. The proximal and distal conductors of the lead developed fractures due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant: 5076-52 lead implanted 2012-(B)(6). (B)(4).